Manufacturer narrative:
The customer cancelled the service call.

Event description:
The field engineer reported the monitors were black as a result of the system not booting up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.